Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead, exceeding 200 ohms. Technical services (ts) recommended no immediate reprogramming, as the patient was experiencing a ventricular tachycardia (vt)/ventricular fibrillation (vf) episode that was being successfully converted by the device. No adverse patient effects were reported. This rv lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).